Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_prog, serial#: unknown, product type: programmer physician. Product ID: neu_unknown_prog, serial#: unknown, product type: programmer, physician. Other relevant device(s) are: product ID: neu_unknown_prog, serial/lot#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding the implantable drug infusion device. The drugs being delivered were 10 mg/ml bupivacaine at 1.942 mg/day which was updated to 10 mg/ml at 1.295 mg/day, and 2 mg/ml morphine (unknown) at 0.3884 mg/day which was updated to 3 mg/ml at 0.3884 mg/day. It was reported that the patient is in the hospital presenting as sleepy, sluggish, and has difficulty to control pain. The reporter stated that the patient's concentration changed yesterday ((B)(6) 2020) and a bridge bolus was configured for 55 hours and 40 minutes. 26 hours and 35 minutes remain on the bridge bolus. The ER (emergency room) healthcare provider stated that she was on the phone with the doctor, but they are on a plane. The managing healthcare provider sent his nurse to the hospital while they tried to decide on her management plan with technical services (ts) on the phone. Once the nurse arrived at the hospital, they were able to confirm that the bridge bolus was properly configured and no programming error was made. The nurse and doctor agreed that they want a manufacturer¿s representative to come bring an 8551 refill kit to check the pump reservoir to confirm whether a pocket fill occurred yesterday. To note, the patient received tramadol 50 mg bid and tramadol extended release 300 mg today. The company representative stated that they accessed the reservoir and they confirmed the expected versus actual volumes match. They want to decrease the patient's dose but there is a bridge bolus in progress. Ts reviewed programming for advanced bridge bolus. 33 hours passed. New bridge bolus volume 0.183ml. Updated new dose in infusion screen. Additional information was received from the consumer on (B)(6) 2020 who reported that the patient had a bad experience with 2 refills. One was on (B)(6) 2020, and second one on (B)(6) 2020. Both times the patient had an overdose and went to the ER (emergency room). Both times the overdose happened 24 hours after the refill and the patient popped right out of it when they gave him narcan. Per the reporter apparently, it was a programming error by the nurse and the problem was the bridge bolus was built in. The reporter wasn¿t sure if bridge bolus was the cause of first overdose and stated both times the patient had morphine and bupivacaine in the pump. On (B)(6), the patient had 2.0 mg/ml, 0.3533 mg/day of morphine and 5.0 mg/ml, 0.8833 mg/day of bupivacaine. On (B)(6), the patient had 3.0 mg/ml of morphine and 10.0 mg/ml of bupivacaine, doses not reported. No further complications were reported or anticipated regarding the event.